Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, xl, 28/+7, taper 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to infection.

Manufacturer narrative:
Concomitant medical products: trabecular metal acetabular revision system acetabular catalog #: 00489405420 lot #: 63271869. Item: bone screw self-tapping 25 mm length 6.5 mm dia. Catalog #: 00662406525 lot #: 63436751. Item: bone screw self-tapping 35 mm length 6.5 mm dia. Catalog #: 00662406535 lot #: 63204312. Item: bone screw self-tapping 30 mm length 6.5 mm dia. Catalog #: 00662406530 lot #: 63517725. Item: bone screw self-tapping 35 mm length 6.5 mm dia. Catalog #: 00662406535 lot #: 63517727. Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on october 24, 2017 but was not available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Trend analysis: no trend considering the following event is identified: revision due to infection. Event description: it is reported that the patient underwent first revision on (B)(6) 2017 due to unknown reasons and implanted with biolox head on left hip. Later on (B)(6) 2017, patient underwent second revision surgery due to infection. Review of received data: received implants stickers belonging to the surgery dated (B)(6) 2017. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate for biolox option head was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: infection due to unable to clean and/or sterilize head and adapter due to design. => not possible: the sterilization method is validated according to the sterilization specification. Infection due to user error - compromised package sterility due to handling/ transportation. => possible: the handling of the device is out of zimmer biomet control. Infection due to user error - surgeon resterilizes head and/or adapter. => possible: it is unknown, if the product was resterilized. Infection due to no or inadequate labeling - surgeon resterilizes head and/or adapter. => not possible: all zimmer biomet products are labeled according to validated specifications. Infection due to inadequate assembly and pre-seating of adapter into head results in adapter dissociating during handling in the or - surgeon resterilizes adapter. => possible: it is unknown, if the product was resterilized. Infection due to user error - use of expired product. => not possible: product expiry date is later than the implantation date. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use. => possible: IFU d011500245 (chapter "warnings - single use only - do not re-use" symbol on box label: "not to be re-used", general surgical knowledge is provided to the customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: according to the information available at the hand, ceramic head of the tha was revised due to the infection after 2.5 months in-vivo time on (B)(6) 2017. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Therefore, the event cannot be confirmed. The first revision surgery dated (B)(6) 2017 was due to unknown reasons. Gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during op, re-appearance of infection which could not be healed totally, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).